Manufacturer narrative:
(B)(4) - secondary, (B)(4)- excessive: evaluation: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens on (B)(6)2010, and the lens was removed due to excessive vault associated with narrowing of the angle and shallowing of the acd. High iop with was noted. The anterior chamber nearly disappeared after icl surgery. Rebuilding anterior chamber.